Manufacturer narrative:
The event occurred in foreign country.

Event description:
Caller states pt tested 6.1 inr and 5.0 inr on the coaguchek xs system while comparison lab returned as 2.5 inr. Pt received unspecified treatment based on lab value. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.